Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, during intraocular lens implantation surgery, the lens would not advance, the surgeon attempted to advance lens through cartridge and injector but the plunger went under lens. Hence another injector was used but the result was same, the lens stayed in the plunger. The procedure was then completed using a new lens, injector and cartridge. There was no patient contact.

Manufacturer narrative:
A facility representative reported stating "lens would not advance - attempted to advance lens through cartridge monarch delivery system, plunger went under lens. Tried another injector, same result. Reloaded lens, when lens inserted in to eye, lens stayed in plunger. Used a new lens, injector and cartridge and then worked fine." Customer technical inquiries: none received - no technical inquiries were received from the customer. A sample was not received at the manufacturing site for evaluation for the report of a plunger under ride; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s instruction for use (IFU) could potentially contribute to an outcome similar to the reported event. As part of handpiece preparation, users are advised to inspect the handpiece before each use for any damage. If the handpiece¿especially the plunger tip¿appears damaged, bent, or incapable of proper use, it must not be used and company contacted for support. The manufacturer internal reference number is: (B)(4).